Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. A clip delivery system (cds) was advanced to the mitral valve; however, while positioning the clip, the grippers would not raise. The gripper lever cap was removed and it was noted that the gripper line was separated. The separated portion remained inside the cds; therefore, the cds was removed with the gripper line and replaced. Another cds was used to complete the procedure. One clip was implanted, reducing mr to less than one. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
: Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported gripper line break and gripper actuation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to the gripper line break; however, the investigation was unable to determine a definitive cause for the gripper line break. There is no indication of a product quality issue with respect to manufacture, design or labeling.